Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 4/29/2019. Device returned to manufacturer: yes. Device evaluation: the sample was received inside of a plastic vial inside a biohazard re-sealable bag. Visual inspection with an unaided eye revealed only half of the lens to be returned, possibly due to explant. Further investigation is not possible; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zct225 27.0 diopter intraocular lens (iol) was implanted in the patient¿s left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to unexpected post-op refraction and replaced with a zct150 25.5 diopter iol. Reportedly, the patient has recovered from the surgery. No additional information was provided.